Event description:
It was reported that there was downstream occlusion seal degradation. Per reporter, the fault occurred before infusion. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was degraded and the upstream occlusion (uso) seal was worn. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer's reported issue. The dso seal was replaced, along with the uso seal.